Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported by this patient with this cardiac resynchronization therapy defibrillator (crt-d) that they flat lined and had to be externally rescued. Additional information was attempted to be obtained, but was unsuccessful. However, it was noted that the patient had two left ventricular (lv) leads added around the time of the reported incident, and it's unclear if the event occurred during the procedure. At this time, the system remains in service and there have been no additional adverse patient effects reported.